Manufacturer narrative:
The clinical representative asked the implanting clinician the reason for the erosion; the implanting clinician stated that the lead had moved upward and needed to trim down the stimulator's tail end more. He also secured the lead deeper with stitches. The patient reported no other adverse events with the stimq peripheral nerve stimulator (pns) system. Based on this information, the device erosion was confirmed/replicated; there is no evidence that the product did not meet specifications, and the stimulator is used for the treatment of pain. The cause of the erosion is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient contacted the territory manager stating that the implanted device was protruding through the skin. The territory manager advised the patient to return to the implanting clinician's office. On (B)(6) 2020, the implanting clinician performed a revision.